Event description:
It was reported that the patient underwent a pocket revision due to the lead being wrapped around the ipg after she had been hit hard with a shopping cart. During the procedure, the physician didn't want to take the chance that the ipg had been damaged so he decided to replace it. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Device was returned for analysis. Findings were that the device exhibits normal device characteristics. This is a final report.